Event description:
It was reported that the patient was experiencing ineffective therapy due to high impedances. As a result, the patient underwent surgical intervention on (B)(6) 2024 during which the lead was explanted. During the procedure, the anchor was broken into 2 pieces, and only one piece was able to be removed. The procedure was finished with one piece of the anchor still in the patient. The patient then underwent additional surgical intervention on (B)(6) 2024 during which the remaining piece of the anchor was explanted, and a new lead was implanted. The impedance issue was resolved post-operatively.

Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(6).

Manufacturer narrative:
The allegation of high impedances was confirmed. Microscopic visual inspection revealed all wires broken at approximately 19.5cm from the stim end tip leading to high impedances. Setscrew marks were seen on the terminal block electrode at the terminal end. Examination of the lead showed broken wires that lead to high impedances. The event remains unknown